Event description:
Patient's one touch ultra meter was reported to give the error 2 message. This issue was not resolved as it "froze" on the display. Patient had gone to a clinic since they were feeling dizzy. The nurse was not sure if patient was treated there. No further clinical information was provided.